Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter indicated that the patient fell into a lake while wearing the pump and the display screen had a red line going across it and was foggy. The reporter confirmed that there was no known damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: investigators were unable to confirm or duplicate a 'red' line through display screen. No fog or evidence of moisture ingress visible behind the display lens. A leak test was performed and found a display lens leak. The pump was opened to check for internal moisture damage. No evidence of moisture damage visible on internal components or pcbs. Investigators confirmed the text on the display screen is dim/faded and discolored and difficult to read. The contrast setting is at the maximum setting of '10'. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text..observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.